Event description:
Manufacturer's ref.(B)(4)

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the provided problem description and service report. Log files from connected ventilator were not attached to this investigation. During further investigation of the reported issue it was found that the transformer was defective and required replacement. No part has been returned to the factory for further analysis. The root cause of the issue has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The cause of the issue was related to transformer. Connected ventilator or anesthesia workstation switches to 100% oxygen when loosing air inlet pressure. Therefore, this situation is not-safety related, the alarms will be generated, and proper measures can be taken. This event occurred on the indian market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. Therefore, for d4 unique identifier (UDI) #, primary di number has been used from compressor mini 115v 60hz. Provided in initial report: d4 serial # and in follow-u report: h4 manufacture date correspond to device involved in the event, which is "compressor mini 230v 50hz". A correction of fields # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # was required: d1 ¿ brand name: previous brand name: compressor mini, corrected brand name: compressor mini 115v 60hz; d4 ¿ version or model #: previous version or model #: compr mini 230v 50hz, corrected version or model #: 6481779; d4 ¿ unique identifier (UDI) #: previous unique identifier (UDI) #: missing, corrected primary di number: (B)(4).

Event description:
It was reported that the compressor was not switching on. There was no patient harm. Manufacturer's ref.#: (B)(4).